Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 120 mg/dl. Customer stated that none of the buttons are responding. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.